Manufacturer narrative:
There were no issues cited with the performance of he device. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure as well as instructs the user to consult labeling of agents to be delivered prior to infusion. Vascular insights made multiple attempts to contact the physician to obtain additional information but the efforts were unsuccessful.

Event description:
Physician used clarivein to deliver a physician-specified agent to perform bilateral treatment of the great saphenous vein in both legs. Forty eight hours after the procedure, upon removing the bandages, the patient noticed 2 deep red sores on her lower left leg.